Manufacturer narrative:
The unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The following physical damage was noted: cracked reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and getting no delivery alarm on the insulin pump. Blood glucose level at the time of the incident was 400 mg/dl which was treated. During troubleshooting, the insulin exited and the no delivery was resolved by changing the reservoir and infusion set. The insulin pump was returned for analysis.